Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implanted neurostimulator (ins) was hard to find due to weight loss (due to an issue unrelated to the device). This had started about 5 months ago (2018). The patient also stated that "it was never registered right" and "its not working right". They were trying to get set up for reprogramming but had not been able to meet with the manufacturer¿s representative. The patient mentioned that they went to their healthcare professional¿s (hcp) where the representative checked the device and was told it was not the programming. The patient also reported that they were in the hospital for an MRI for terrible headaches. This had started on the day of report ((B)(6) 2019). There were no further com plications reported or anticipated.